Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Additional information was received that this pacemaker was not part of the system revision due to infection. This pacemaker was actually explanted and replaced with a competitor device prior to when the infection occurred. Evidence suggests the device was electively explanted in order to be replaced with the competitor device. There were no known allegations against this pacemaker. No adverse patient effects were reported.